Manufacturer narrative:
The reported malfunction was observed and attributed to the lithium battery on the sys board. Zoll med corp recommends replacement of the lithium battery on the sys board every 5 years. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would intermittently not power up. Complainant indicated that there was not pt involvement in the reported malfunction.